Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 31jul2023. H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2322156. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to our facility to ad in our investigation. Our engineers have reviewed the device and confirmed that the septum did not have the required slit. Our engineers have associated this issue with the manufacturing process and have issued an awareness notification to the relevant personnel to mitigate future occurrences of this nonconformance.

Event description:
It was reported while using bd pegasus yel 24gax0.75in prn-qsytey nopvc the septum was deformed. There was no report of patient impact. The following information was provided by the initial reporter: the septum was not cut so that the syringe could not be attached to the indwelling needle.

Event description:
It was reported while using bd pegasus yel 24gax0.75in prn-qsytey nopvc the septum was deformed. There was no report of patient impact. The following information was provided by the initial reporter: the septum was not cut so that the syringe could not be attached to the indwelling needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.